Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alerts during a supply change and had dosing stopped, with the device displaying high glucose on the ilet; the user manually injected insulin and initially observed no drops during a hold-to-deliver check, then received consecutive stalled motor alerts and subsequently completed a successful dry run and supply change with new supplies before resuming delivery. Symptoms included hyperglycemia reaching 400 mg/dl, lightheadedness and dizziness. Outcomes included no reported hospitalization or long-term impairment. Investigation included a review of device notifications, guided troubleshooting, supply replacement, and verification through a dry run and successful rewind and resume steps. Investigation of this case revealed stalled motor events associated with the insulin delivery mechanism, with successful resolution after rewinding and changing the cartridge, connector, and infusion set, which indicates a supply or delivery path issue rather than a persistent hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was unable to determine conclusively but consistent with intermittent delivery obstruction or motor stall that resolved after supply replacement and system reset. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.